Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the mother gave manual injections. The patient was taken to the emergency room (ER) by ambulance, but it was reported that the patient was only monitored and no medical treatment was received. The patient felt nauseous and the pod was discarded.